Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery to convert the hemi in full anatomical prosthesis due to patient health state. The surgeon explanted the double taper and the 43*16 centered head. Then he implanted a new double taper, a new 43*16 centered head and a size s anatomical glenoid.